Event description:
Information was received from a healthcare provider (hcp) (caller) and a patient (con) regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. The caller stated that the patient told them that they were having a very hard time connecting the controller to the pump. The caller stated patient's patient therapy manager (ptm) was getting stuck at 90% and prevented her from getting boluses. The agent walked through clearing pds data which speeded up the communication with the ptm. ***information omitted and split into (B)(4) (a810 issue) ****.

Manufacturer narrative:
Continuation of d10: product ID a820, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.